Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. A review of the implant's device history record indicates that it was manufactured with no anomalies noted. The report indicates that the surgeon toggled or joysticked the inserter while attempting to install the device. The surgeon believes that his technique caused the fracture.

Event description:
It was reported that while attempting to insert the implant the device fractured. The implant was removed, and the surgery was successfully completed with another device.